Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for scheduled device replacement. Upon review, the right ventricular high voltage lead exhibited low impedance and increased capture threshold. The device replaced. The lead remained implanted since the measurements were within normal range. The patient was stable through procedure.